Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, there was placement difficulty with the right ventricular (rv) lead. The rv lead had unacceptable impedance and pacing threshold values. The rv lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.